Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good front panel assembly was installed, and the display became operational. The functioning front panel assembly was removed at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was blank during power up. They tried rebooting the cycler, pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys lit up, but the screen remained blank. The ts representative advised them to discontinue use of the cycler and the patient was issued a replacement. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they were trained to perform manual/continuous ambulatory peritoneal dialysis (capd) therapy, and that they had capd supplies. The patient stated they would perform capd therapy until the replacement cycler arrived. Upon follow-up, the patient confirmed they were able to complete manual pd therapy on the day of the reported event. It was also confirmed that no patient adverse effects were experienced, and no medical intervention was required. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.